Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a surgical procedure on (B)(6) 2012 and a mesh was implanted due to inflammatory syndrome with abdominal pain and vaginal flow. The patient underwent several weeks of treatment with colopotrophine due to (B)(4) presented in the vaginal flow. On (B)(6) 2014 the patient underwent a surgical procedure to partially remove the infected prosthesis. On (B)(6) 2015 the patient underwent a procedure due to an abscess. Following MRI observations the patient underwent a double j catheter in the right kidney, total removal of mesh on (B)(6) 2015. No additional information was provided.